Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3, h6: a medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. B01, c19, d14 are applicable to the system checkout. The exports/logs were returned for clinical analysis. The analysis determined that the cause of the deviations experienced in the operating room is a patient shift, resulting in a pattern of medial left and lateral right deviated trajectories. However, a platform shift cannot be ruled out. B01, c13, d11 are applicable to the clinical analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a t10-l2 with a burst fracture at t12, the site found l1 and l2 to be lateral on the right. The doctor went to all of the trajectories, marked skin incisions, and then proceeded to start on the left and went top down. The doctor switched to the right and went top down. The site noticed l1-l2 were lateral on the right. The site tried to re-register, but was unable to with all the hardware in. There was no patient harm and the procedure was delayed less than one hour. Additional information received from a manufacturer representative reported that the site tried to move the case to the imaging system and navigation, but the imaging system was not communicating with the unit. The surgeon then moved the case to freehand. The case was delayed more than one hour. The trajectory was deviated between 3.5 and 10mm. T11 left was also repositioned by the surgeon, as it was too medial.